Event description:
During a routine follow-up, stored electrograms showed noise that caused a noise reversion. Real time electrograms looked the same. The decision was made to explant the implantable cardiac defibrillator.